Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6), 2017, 1:30am when she obtained a result of 523mg/dl using the subject device compared to a result of 97mg/dl using an ER meter. Performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she manages her diabetes using oral medications (metformin twice daily) and reportedly made no change to her usual diabetes management routine in response to the alleged issue. The patient stated that she developed symptoms of ¿shaky, dizzy and irritable¿ on (B)(6) 2017, 1:30am and was taken to the emergency room (ER) where her blood glucose was measured using the afore mentioned ER/hospital meter which provided the reading of 97mg/dl. The patient stated that she received hcp treatment, food/drink (juice) in response to the reported event. At the time of troubleshooting, the csr determined that the correct testing steps were carried out, the meter was set with the correct unit of measure, an approved sample site was being used, the test strips were stored correctly, within expiry date. The test strip vial was neither cracked nor broken. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.